Event description:
A consumer reported that approximately one year following bilateral intraocular lens (iol) implant surgeries, she has been unable to read or see words on tv, has cloudy vision, and experiences pain in the morning after waking. She stated that she uses drops for dry eyes "all the time". She feels the symptoms have been getting worse since surgery, left eye being worse than the right eye. She also reported that laser treatments were performed on both eyes. Additional information has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/08/2009, 05/11/2009, 05/26/2009, and 06/02/2009 by phone, fax, and mail. A completed questionnaire has not been received.